Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the needle was bent and started to become dull after 4 to 5 passes. The procedure was completed with this expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.